Event description:
It was reported that the during the most recent monitored atrial tachycardia/atrial fibrillation episodes from about four months ago, there was possible intermittent oversensing observed on the right atrial (ra) lead. Additionally, it was observed on the lead trends that the r-wave has been variable for the right ventricular (rv) lead. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.